Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient provided weight. The patient stated she does not know what happened to the old ins. The patient stated (B)(6) 2019 she had the ins replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient programmer was not working because when they tried to sync the patient programmer with the ins, the patient programmer only would show the sync screen/splash screen. During the call pat agent attempted to sync patient programmer with ins but patient briefly saw a "new program" screen that showed a number 3 inside of a diamond shape w arrow pointing at picture of the patient programmer(pp) which meant the pp had detected a new program in the ins and added it to the program list. Patient was redirected to repair and a new programmer was sent. Patient called back and stated that the new patient programmer worked fine. No out of box failure was reported. Patient also reported that they thought their ins batteries were dead as the experienced a returned of symptoms. Patient stated their symptoms had returned back to the way they were before the got the device. Patient explained that they would be sleeping in bed and urine would already be coming out before they got to the bath room. Patient has an appointment to meet with their health care professional on (B)(6) 2019. Then on 2019-jun-11 additional information was received from patient. They reported the actions taken for resolution was a new interstim replacement was inserted. The cause was not provided. No further complications were reported or anticipated.